Event description:
A male patient underwent a procedure for an incomplete herniation. The cat scan (CT) revealed that he had brain cysts and the fourth (4th) ventricle was involved and causing intracranial pressure (icp) to rise. The vtun camino flex tunneled catheter was placed on (B)(6) 2016. The placement of the catheter was correct as noted by the consistent drainage of 250cc - 300cc over 3 days. Upon placement, the icp readings were in the range of 10 - 30mmhg and then on (B)(6) 2016 the readings went down to a negative reading - [a picture of the monitor display was sent and icp reading was (-19)]. It remained stable at (-17). The patient was connected to an external ventricular drainage (evd) and the chamber was set "open to drain." There was no patient injury, revision or medical intervention required as a result of the device problem. The patient was prepped for surgery and there was no delay in surgery due to the device problem.

Manufacturer narrative:
Integra has completed their internal investigation on 01/16/2017. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: the received camino flex catheter sn (B)(4) was tested with the cam02 monitor: initialization passed, however the icp value displayed a value of -25 mmhg instead of zero. The eeprom has been read out and found within specifications. The eeprom data of the received catheter were compared to the original eeprom data printed during manufacturing: only icp offset and bridge resistance data showed differences that are consistent with the initialization and zeroing procedure performed at hospital. The catheter was re-programmed with the original eeprom data and tested on the monitor: initialization and zeroing procedures passed (icp value displayed : +1 mmhg). The catheter was placed under water pressure of 8 cmh2o and was found functional and stable over 5 days : it displayed a value of 8 mmhg (slightly over specification : 6+/-1 mmhg). The catheter sn (B)(4) was within specifications at time of manufacturing as shown on the device history records, and was reported to work correctly for 3 days before giving negative values. The complaint is verified but the exact root cause of the icp value offset could not be determined by the investigation. Manipulations of the catheter could lead to malfunctions. Following this investigation, the rate of verified complaints for vtun catheters that initially working well then provided inaccurate icps or no more values is 0.3% (basis of 2,009 vtun). Given the investigation results and the history of use of the device, no further investigation nor corrective action is deemed required. Such complaints will be trended the device was manufactured by gms. The review of device history records of vtun sn (B)(4), lot 010316 did not reveal any anomaly. The batch included 81 vtun, released in may 2016. One similar complaint was received for a product from this batch. No trend has been identified. The review of integra complaint tracking database from january 2013 to november 18, 2016 revealed a total of (B)(4) similar complaints (including this one) of vtun catheters initially working well then providing inaccurate icps or no more values. Following this investigation, the rate of verified complaints for vtun catheters that initially working well then provided inaccurate icps or no more values is (B)(4). Conclusion: the complaint is verified but the exact root cause of the icp value offset could not be determined by the investigation. Manipulations of the catheter could lead to malfunctions